Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: unexplained power on reset observed in the black box on (B)(6) 2014 00:46; deliveries never resumed. Battery compartment is cracked between the bumper pad and cover. Returned battery cap has stripped threads and is unable to fully attach to the pump; power on reset duplicated with returned battery cap. No stripped battery compartment threads observed. A new test battery cap is able to fully attach to the pump with no visible yellow o ring showing. A 24hr duration test was completed with test battery cap and test cartridge cap; no power interruptions were duplicated. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had an intermittent power issue and the patient had a blood glucose of 498 mg/dl with abominal pain and vomiting. The patient had recently started levothyroxine for a thyroid issue. During troubleshooting, customer support found that the threads inside the battery compartment are stripped and that the battery cap had not been replaced in over 13 months. This complaint is being reported because the patient experienced hyperglycemia, which may have been related to the use error of not replacing the battery cap per the IFU.